Manufacturer narrative:
The reported complaint of device reset was confirmed. Based on the information provided, it was determined that a power-on reset (por) occurred. The root cause of the por was unable to be determined. The device appears to be in normal operation at the time of the follow-up on (B)(6) 2025.

Event description:
It was reported that a right ventricular leadless pacemaker exhibited a software reset on (B)(6) 2025. The root cause of the reset was not known. The device corrected the reset on its own. Patient was stable with no consequences.

Manufacturer narrative:
Further information was requested but not received.